Manufacturer narrative:
(B)(4). The service engineer inspected the device, verified the alleged malfunction and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator then passed all performed testing.

Event description:
It was reported that the graphic user interface(gui) display failed during patient use. The patient was transferred to an alternate ventilator without any reported patient harm.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.